Event description:
The user reported that the switch stays on. Our investigation confirms that the switch does not shut off and we were unable to determine the cause.

Manufacturer narrative:
The user reported that the switch stays on. Our investigation confirms that the switch does not shut off and we were unable to determine the cause. Since we cannot determine the cause of the failure, we are sending the unit back to our switch supplier for their analysis.